Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump repeatedly restarted on its own over two consecutive days and displayed ¿insulin stopped, restart needed¿ with an error indicating a motor stall, after which a replacement ilet was shipped and return of the original was requested. Symptoms included no reported adverse clinical effects. Outcomes included no reportable impact to the user. Investigation included review of the event details and device history, with arrangements for device return. Investigation of this device revealed a consecutive stalled motor alarm consistent with a pump motor malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending device evaluation.